Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that the therapy stopped working mid-year in 2017, and she had the system removed on (B)(6) 2018. The patient stated that they would like to know what to do with the external devices they no longer use/need. Patient services reviewed the donation process and transferred to repair. No symptoms were reported. No further complications were anticipated/reported.